Event description:
Caller alleged discrepant results (precision) - results as follows: date: (B) (6) 2009; meter-inr: >7.5. Date: (B) (6) 2009; meter-inr: 1.2.

Manufacturer narrative:
Inratio precision data provided by end-user. Lot: date: (B) (6) 2009; meter-inr: >7.5. Date: (B) (6) 2009; meter-inr: 1.2. Tests were done more than three hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. No corrective action is required as no product deficiency was established. Hence, no further investigation required. As of today, no product is expected to return.